Manufacturer narrative:
Pr# : (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display was distorted. There was no report of patient involvement.